Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 545mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with manual injection. It was also reported that the customer received a battery out limit alarm. Troubleshooting occured. No additional information was provided.